Event description:
It was initially reported through implant card that the pt had a battery replacement due to unk reason. Follow up with the surgeon revealed that the battery was replaced due to malfunction with the generator and it was requested to be replaced. Pt's programming history was reviewed and it was observed that the pt has had high lead impedance in (B)(6) 2005 and lead replacement was never done. Pt had the battery replacement surgery and this is likely in relationship to the high lead impedance. Good faith attempts to obtain add'l info has been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.